Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell resulting in a right ventricular (rv) lead dislodgment. The rv lead would no longer capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.